Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-03612 / 03613).

Event description:
It was noted that during the testing of this product outside of a procedure, the disposable nitinol wire would not pass easily through the suture passer.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Upon reassessment of the reported event, it was determined to not be reportable. The issue in this case was with the bipass punch, rather than the nitinol.